Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 8 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced alarms when connected to the power module which resolved upon connecting to batteries. The alarms were reportedly received when the patient was getting into bed and moving around. The patient was admitted to the hospital. During admission, the customer noted that a pin was missing on the white power cable of the patient¿s system controller and was stuck in the power module patient cable. A secure connection could not be made due to the issue and only when twisting the white cable could the customer get it to intermittently connect. The system controller and patient cable were replaced. The customer reported that an additional pump stoppage occurred after the system controller and patient cable had been replaced. The customer stated that x-rays of driveline were obtained and from external visualization, the driveline seemed to be intact. It was reported that there was no noticeable external driveline damage noted and the patient had not gained any weight since implant. The patient was reported to be asymptomatic. Review of the submitted log file by the manufacturer's technical services representative revealed 4 instances of pump stoppage while connected to the power module patient cable. X-ray images provided did not show any obvious areas of concern internally or externally. On (B)(6) 2016, the manufacturer¿s technical services performed a driveline replacement. There were no further alarms post the repair on a normal patient cable; however, the customer reported that the patient was using an ungrounded patient cable at night.

Manufacturer narrative:
The reported alarms and pump stoppage events was confirmed based on the evaluation of the submitted log file; however, the evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the atypical events captured in the log file. A section of the external portion/distal end of the driveline approximately 18 inches was returned for evaluation. Electrical continuity testing of the driveline revealed that all wires were electrically intact. The clear bionate layer showed no areas of damage. Very minor breakdown of the metal braided shield was observed on the distal half of the driveline segment. Visual examination of the underlying wires under a microscope revealed no areas of compromised wire insulation or evidence of significant abrasion along the length of the driveline segment. The driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.